Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that for the past three days, the patient could feel the device ¿thumping¿ and was experiencing a ¿jolt¿ sensation within the body that a patient family member could observe happening. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.